Event description:
It was reported that the patient was experiencing pocket and muscle stimulation when receiving a new cardiac resynchronization therapy defibrillator (crt-d). Upon investigation, the left ventricular (lv) lead had come apart somewhere in the pocket. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.